Manufacturer narrative:
Section a2, a3b, a4, and a5: unknown/not provided. Section b3 - date of event: unknown/not provided. Section d4 - serial #: unknown/not provided. Section d6a - implant date: specific date not provided, indicated september of the previous year. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section h3 - the device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following cataract surgery in september of the previous year, the patient has experienced persistent vision issues. The patient stated that they can only see well with their right eye, while vision in the left eye remains blurry. The patient described difficulty driving at night due to lights appearing sprawled and surrounded by a large halo, which has significantly disrupted daily life. The patient indicated that to see clearly, they must widen their eyes. Through follow-up, we learned that yttrium aluminum garnet (yag) laser was performed. No further information was provided.